Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). Customer has indicated that the product is in process of being returned to (B)(4) repair facility for investigation. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It is reported that during surgery it was discovered that there was a cutting height defect on the dermatome. However, it was never used on the patient. No patient involvement. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on february 23, 2017, it was reported that there was a default in the calibration, the cutting height was defective. On (B)(6), 2017, it was clarified that the issue occurred during surgery but without use on the patient. There was no medical intervention/additional surgical procedure required in the event and it was unknown whether the device had been previously repaired by someone other than zimmer biomet. An alternate device was retrieved for use to complete the surgery and the surgical technique for the product was utilized. There was a delay of 0-15 minutes while an alternate device was being retrieved. The customer returned an air dermatome device, serial number (B)(4), for evaluation. Medicrea has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the vdoc service portal. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome by medicrea on (B)(6), 2017 revealed that the motor was completely corroded and worn. The reciprocating arm, lever, control bar and neck were also worn and the thickness control shaft was bent. The device was outside calibration specifications at all tested thickness settings but operated within motor speed specifications. Repair of the air dermatome was performed by medicrea on (B)(6), 2017 which included replacement of the ball bearing, o-ring, spring seal, needle bearing, semi-circle bearing, vespel sleeve bearing, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, seal, poppet, motor, motor sleeve, lever, ball plunger, thickness control shaft, control bar, reciprocating arm and neck piece. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the device was outside calibration specifications at all tested thickness settings. While it was confirmed that the device was out of calibration, it is unknown with the information that was provided how this occurred. The root cause of the reported event therefore cannot be specifically determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.